Manufacturer narrative:
Driveline cable, hw2951, was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed no alarms have been logged in the last fourteen (14) days of available data up to march 20, 2017. Power consumption was within normal operating range. On-site inspection of the driveline cable revealed multiple breaks and cracks of the outer sheath upon removal of the old repair along with new breaks along the driveline, confirming the reported event. Based on the available information, the new cracks are a progression of the previously reported sheath damage. A new driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the driveline sheath damage may be attributed to excessive uv exposure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's driveline cable presented new cracks and breaks along its length upon inspection. A driveline sheath repair was performed by the clinical engineer and the issue was resolved. There were no reported patient impact or consequences.